Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during an insertable cardiac monitor (icm) device implant procedure, after the device was implanted, low amplitude signals were being recorded. The boston scientific field representative contacted technical services (ts) for recommendations to optimize the signal, they also added the patient was being monitored for bradycardia and requested what would be the most appropriate choice to select in the reason for monitoring. Ts reviewed the recorded signals in latitude clarity and confirmed they had a very low amplitude; ts suspected air could have gotten inside the pocket at the time. Ts added this could resolve over time and suggested the clinic could consider increasing sensitivity. Ts provided the most appropriate reason for monitoring would be selecting syncope. The boston scientific field representative added that after multiple attempts, low amplitude signals were still being shown; they also confirmed the icm device was correctly implanted in the fascial zone. A delay in the procedure was reported. It was finally discussed the clinic would continue to monitor this patient and reassess the issue in a few days. Subsequently, the patient called ts back a few days later, since they were unable to complete a patient-initiated interrogation (pii) using the android patient app. The patient app displayed it was unable to find the implant: ts provided troubleshooting guidance, but the issue could not be resolved. Ts referred the patient to the clinic at the time. Then, the boston scientific field representative called ts back because they were unable to perform a clinic interrogation, they noted they had already attempted using a donut magnet and were unable to feel the icm device. The field representative further added they had used multiple mobile monitors and magnets, but a bluetooth connection could not be established with the icm device. Hence, ts advised an x-ray should be performed to confirm device position. The x-ray was performed and no icm device could be seen in the image. Ts suspected the implant could have migrated or was never implanted, if the physician did not pull the insertion tool plunger all the way back, the implant would have not deployed. Afterwards, the field representative provided that it was determined no icm device had been implanted in this patient and that the physician planned to implant a different icm at some time. Additional information indicates a new icm device was implanted in this patient due to the reported issue. No adverse patient effects were reported. The original icm device has not been returned.